Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He checked all connections and tested the unit powering it off and on. No issue could be confirmed. The device was properly working. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was dark with no power during rewarming of the patient. The patient pump was going down. The user recycled the power and was able to complete the procedure. There was no report of patient injury.